Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 251 mg/dl and 196 mg/dl. Tests were done less than 10 mins apart. Pt did not experience any adverse events. No further info has been reported.